Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint fascia and valve system of the complaint rd900 neopuff were returned to fisher & paykel healthcare in (B)(4) for evaluation. The fascia and valve system were visually inspected. Results: the complaint rd900 neopuff was badly damaged. Visual inspection revealed a broken gas inlet port, a broken outlet port, a broken manifold and three screw bosses were bent. The maximum pressure relief and peak inspiratory pressure valves were also broken. The complaint valve system was unable to be performance tested due to the significant damage. A lot check revealed no other complaints of this nature for lot number 130821. Conclusion: the customer had reported that the neopuff was unable to obtain pip and the valve system was noisy. The customer confirmed there was no fault with the manometer. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All neopuff units, including the manometers, are visually inspected for any defects or missing components and performance tested for functionality prior to leaving the production line. Those that fail are rejected. The damage to the gas inlet and outlet port, manifold and pressure valves was most likely caused by significant impact. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A healthcare facility in (B)(6) reported via our distributor that an rd900aeu neopuff infant resuscitator would not obtain pip. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported via our distributor that an rd900aeu neopuff infant resuscitator would not obtain pip.no patient consequence was reported.